Manufacturer narrative:
Date sent: 03/13/2009. Double feed, bypass clip. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned partially cycled, with the jaws closed. The trigger was manually returned to the opened position and the jaws were noted to have a pear-shape clip stuck in it. The instrument fed and formed 6 conforming clips, 2 double fed incident occurred and the advancer bypassed 2 clips causing pear shaped clips. The instrument was disassembled and no anomalies were found with the internal components. The instrument locked out as intended. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the device jammed after the first clip. Another device was used to complete the procedure. There was no adverse consequence to the pt.